Manufacturer narrative:
(B)(4). Date sent: 2/7/2024. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information received: surgeon experience with the device since release ¿ cdh29p 5 plus years ¿ ethicon circular staplers. Procedure was on tuesday, (B)(6). -second surgery was weekend of (B)(6). -the anastomosis was side to side, side of colon to the anterior side of the rectum. -the anastomosis was tension free. -donuts were good.-leak test was passed.-anastomosis looked intact post firing with sigmoidoscope.-patient passed gas the day after procedure. Patient showed signs of a leak weekend of (B)(6). Patient returned to the or and the anastomosis ruptured, staples were observed on both sides of the opening. The staple line was resected and a hartman I procedure was preformed. Large overweight patient. Resident fired the stapler and the surgeon made sure everything was aligned and it was good. Leak test was done with air. And a scope was done as well and they checked the blood supply and everything was fine. Over the weekend the patient was sick and on saturday the patient came back in or. The staples were pulled apart and the surgeon reiterated that the anastomosis was tension free when the patient was closed. Staple line was cut out and the patient received a temp colostomy. Rep was there when the device was fired. Surgeon thinks is multifactorial issues. Patient does have covid and the surgeon said the patient was not healthy. The surgeon is not blaming the stapler. No malformed staples no difficulty in removing the device attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op of a low anterior resection of which the sales rep was present for the patient was brought back for an anastomosis leak. After passing gas the patient was given their first meal. The patient became distended and was brought back to the or. Upon examination the surgeon could see the staple line was open and the surgeon could see there were staples on both sides of the open anastomosis. Surgeon had to transect the staple line out and re-do the anastomosis. Surgeon gave the patient a temporary "hartman". Patients condition is currently stable. Rep stated that during the initial procedure everything went as expected. The case went fine, stapler fired fine, donuts were fine, leak test was fine, stale line was examined through a sigmoidoscopy.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what were the indications for surgery? Cancer. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Resident. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Yes. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Check mark and breaking washer. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 4 half rotations. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes, two comp[lete were there any issues noted with staple formation? If so, please describe the shape and location. Staples appeared to be formed. Was a leak test performed? If so, what type and what was the result? No bubbles. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? 3 to 4 days. How was the leak identified? Pre op, via CT scan, visualized during second procedure. What was observed at the site of the leak upon reoperation? Anterior wall disruption. How was the leak addressed? Anastomosis resection and hartman¿s. Were there any issues experienced with the device in the initial surgical procedure? No. Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain.no, - no tension, pinpoint was green, leak tested, complete donuts.